Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead and a competitor's device exhibited high out of range pacing lead impedance measurement of 2,500 ohms. Additional information received indicated that the patient was scheduled for a revision procedure. At this time there is no evidence that intervention has been performed to resolve this issue. No additional adverse patient effects were reported.